Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4) displayed user advisory (ua) 02 (compression tracking error) during a mannequin testing. The customer realigned the mannequin on the autopulse platform and replaced the lifeband but issue persisted. Also, the customer noticed many of the screws on the bottom of the autopulse platform are missing and some of its plastic had chipped away. No patient involvement.